Event description:
Explanted due to infection. Leads were laser extracted. Pt had previous pocket revisions. Also involved are a philos dr acc, MDR 06-0131 and polyrox 53/15, MDR 09-0133. In 2006, rep reported that the infection cleared and the pt was implanted with a new system today